Event description:
On october 3, 2023, haemonetics was notified that a 38 year-old male donor expired on (B)(6) 2023 from a suspected heart attack at an unknown location, the day after his last plasma donation. It is unknown if an autopsy was performed or if the report will be made available. The center has no information regarding hospitalization of the deceased. Donor has donated plasma since (B)(6) 2023, with a total of eight times in 2023 and eight times total in his lifetime. Donor's last donation was (B)(6) 2023 and no significant information was noted during that donation. The donation center reports the review of his chart noted a normal physical exam, normal labs, and test results and a review of his vitals were normal on (B)(6) 2023. The donation center reports the donor's history noted a failed physical exam due to an abnormal pupillary response on (B)(6) 2023, however, the donor had a normal physical exam on (B)(6) 2023, the day of the last donation. The donor had a temporary deferral due to the abnormal pupillary response. No other significant information or medical incidents were noted during the last donation according to the center. The center has no record of any issues with the nexsys pcs system or disposables used during the donation on (B)(6) 2023. No further information from the center is expected regarding this event.

Manufacturer narrative:
A haemonetics field service engineer evaluated the nexsys pcs system used during the (B)(6) 2023 donation. The machine was found working properly and operating within manufacturer's specifications. The machine was evaluated to have no defect. There are no nonconformances against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.